Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found no additional issues reported for this item for this reason. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the clinical patient had an initial right shoulder arthroplasty on (B)(6) 2014. Subsequently, on (B)(6) 2014 a glenoid component radiolucency of 2 mm in zone 8 was indicated which can be a precursor to loosening.